Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units, and the following day, the customer awoke with a fill estimate of 145 units which remained static. The customer's blood glucose level ranged from 91-148 (mg/dl). The customer declined to reload the existing cartridge, and further assistance on the reported issue.